Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.7mm vicm5_ 13.7 implantable collamer lens of diopter -9.50 tore during loading on (B)(6) 2022. There was no patient contact. The lens was not implanted. H6: investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: one similar complaint type event was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that on(B)(6)2022 a 13.7mm, vticm5_13.7, -9.5 diopter, implantable collamer lens was torn during loading. There was no patient contact.